Event description:
It was reported by service report that the velcro was missing from the litter and the mattress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: velcro.